Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2013, a collet was loosening. This occurred after the setup of 6mm - 40mm pangea cannulated screw. In addition, the 7mm - 40mm screw was locked just after the box opened. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment, not diagnosis.

Manufacturer narrative:
(B)(4). This device used for treatment and not diagnosis.review of the DHR showed one nonconformance for data entry error and is not relevant to the complaint. No other discrepancies were noted that would be associated with this complaint.(B)(4)

Manufacturer narrative:
An investigation evaluation was conducted and the report indicates that it was not possible to identify any failure of the 7 mm diameter screw. The head is completely free to rotate in all directions. The device history record was researched. No abnormal findings were identified and no product fault could be detected. Brand name ¿ pedicscr pangeapolyax ø7 cann preassmbl; part number ¿ 04.624.740s; lot number ¿ 3173724; expiration date: unknown. Placeholder.